Manufacturer narrative:
The device has been evaluated and the release wire was found jammed in the pusher assembly. This prevented the implant coil from detaching. (B)(4)

Event description:
It was reported the coil could not be detached.no patient injury reported.